Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt240 adult dual-heated evaqua breathing circuit had a hole in the connector on the expiratory side of the swivel y-piece. The breathing circuit failed the pressure leak test. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt240 adult breathing circuit was not returned to fph for inspection. Our analysis is accordingly based on the additional information provided by the hospital. Results: additional information received from the hospital revealed that the reported leak was due to technicians' error during the set up of the breathing system. They connected the wrong probes to the breathing circuit. It functioned as intended when the correct probes were connected. Conclusion: no fault was found with the breathing circuit. It functioned normally during use. Our user instructions that accompany the rt240 adult dual-heated evaqua breathing circuit indicate in pictorial format the correct set-up of the breathing system and state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."